Manufacturer narrative:
Available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The episode showed some oversensing of a slow ventricular tachycardia (vt). The first shock induced ventricular fibrillation (vf) that was successfully treated with another shock. It was noted the episode was v-flutter and was long, with a time to therapy of about 50 seconds. Muscle noise was also noted. The sense vector was reprogrammed to alternate. However, a new inappropriate shock was delivered in alternate, where the artifact was not the same as the previous episode. Additional troubleshooting to include isometrics was recommended to determine the cause of the artifact. It was noted a suture on the device was no longer connected. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The episode showed some oversensing of a slow ventricular tachycardia (vt). The first shock induced ventricular fibrillation (vf) that was successfully treated with another shock. It was noted the episode was v-flutter and was long, with a time to therapy of about 50 seconds. Muscle noise was also noted. The sense vector was reprogrammed to alternate. However, a new inappropriate shock was delivered in alternate, where the artifact was not the same as the previous episode. Additional troubleshooting to include isometrics was recommended to determine the cause of the artifact. It was noted a suture on the device was no longer connected. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Additionally, available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.